Manufacturer narrative:
(B)(4). The device was manufactured june 22, 2015 - june 23, 2015. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. No fluid was observed in the device¿s housing. The cause of the fluid inside the bag was determined to be due to an untightened non-baxter red luer cap. Functional leak testing was performed by filling the device with water and manually attaching a baxter blue winged luer cap. The next day, no signs of a leak were observed. Leak testing was also performed by attaching the red luer cap to the device, and no signs of a leak were observed. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked in its housing. This occurred one day after filling with 3250mg/ml fluorouracil in 28 ml 5% glucose solution to a total fill volume of 93ml. There was no patient involvement. No additional information is available.